Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4); software (B)(4) stealthstation cranial, UDI# (B)(4), 510k k153660. This device is not approved in the us, but is similar to a device marketed in the us with 510k k050438. A medtronic representative went to the site to inspect the system. The computer was replaced and the issue resolved. The computer was returned to the manufacturer for analysis. The returned computer passed all tests and there was no failure found on the returned part. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after the micro calibration was completed, the operation was checked by starting the relevant software application. When the magnetic instrument was confirmed, a non-invasive patient tracker (nipt) and malleable suctions were not indicated. The software application was uninstalled and re-installed. The nipt and malleable suctions were indicated but were not indicated on verify instruments screen. Optical type instrument tool card could not be added as well. Micro link tool card also failed to be added. No patient was present at the time of the event.